Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-08250. Related manufacturer report number: 2017865-2020-08253. It was reported that the patient experienced a pocket infection and presented at the hospital. The system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.